Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Appropriate term/code not available for extra loop in subclavian.

Event description:
It was reported that the patient¿s left ventricular lead exhibited high impedance, possible fracture and an extra loop in subclavian. The lead was capped on (B)(6) 2019. Patient was discharged.